Manufacturer narrative:
Product ID: 3487a-33 lot# j0222678v, implanted: 2002 (B)(6), explanted: 2013 (B)(6), product type lead product ID: 7495-66 lot# serial# (B)(4), implanted: 2002 (B)(6), product type extension product ID: 7495-66 lot# serial# (B)(4), implanted: 2002 (B)(6), product type extension product ID: 3487a-45 lot# j0211735v, implanted: 2002 (B)(6),2013-04-11 product type lead product ID: 7435 lot#, nft021640p, implanted: 2002 (B)(6), product type programmer, patient. (B)(4).

Manufacturer narrative:
Information for this event was also reported in manufacturing report # 6000144-2013-00008. All additional information pertaining to this event will be reported in this file. (B)(4).

Event description:
It was initially reported in (B)(6) 2013, the patient had no stimulation sensation. Impedances were checked before the patient's prior device was replaced and all measurements were within normal limits. It was noted, the patient "might have felt stimulation post replacement but was not sure since he was under general anesthesia." The patient did not feel stimulation when it was programmed at 10.5 volts (v) "8-11" for peripheral occipital stimulation. It was also reported, the patient was able to feel minimal stimulation. Current impedances measurements were within the normal range, approximately 2000 ohms, when checked at all levels. It was noted, the pulse rate was also increased to 130 hertz (hz) and the patient was still unable to feel stimulation at 10.5 v. Fluoroscopic images obtained on (B)(6) 2013, were reviewed and no electrode migration was noted. Additional information received 7 weeks later reported the patient's lead was replaced on (B)(6) 2013, and reprogramming was performed. The patient resolved without sequela.